Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. Observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.